Event description:
It was reported to philips that there were problems with the frame grabber card of the flexvision computer, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.